Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the skin irritation (B)(6) 2018. The customer¿s blood glucose level at the time of the incident was 100 mg/dl. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Narrative was corrected.

Event description:
The customer reported via phone call that they checked into an urgent care for skin irritation (B)(6) 2018 caused by the sensor. The customer¿s blood glucose level at the time of the incident was 100 mg/dl. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
This supplemental was created to add the transmitter n as a concomitant. (B)(4).

Manufacturer narrative:
The follow up report was submitted with blank date. The correct date is 08-nov-2019.